Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device experienced no sound. The cause was identified to be the rear case flex cable was not connected properly to input output printed circuit board (I/o pcb). The flex was connected properly to the I/o board to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced no sound . No additional information is available.